Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, the customer reported the "pump declared cartridge empty" after displaying a fill estimate of 10 units. Reportedly, the customer did not perform the air removal step during the load process. The customer's blood glucose was 180-220 (mg/dl). Reportedly, the customer changed supplies and resumed insulin delivery.